Manufacturer narrative:
Investigation result of stent partially deployed. Investigation results: a wallflex biliary rx stent and delivery system was returned for analysis. The stent was returned partially deployed. Visual evaluation found the clear outer sheath had a significant curve and the outer sheath was kinked at the guidewire access port. In addition, the inner shaft was kinked. During functional evaluation, the stent was successfully deployed after dissecting the device. No other issues were noted with the device. The damages noted with the device were consistent with the application of force during deployment. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the event, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation on august 19, 2016 that a wallflex¿ biliary rx fully covered stent was to be used to treat a malignant lesion in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. Reportedly, the patient¿s anatomy was tortuous but had not been dilated prior to stent placement. During the procedure, the stent failed to deploy and the inner shaft was kinked at the guidewire access port. The wallflex¿ biliary rx stent was removed from the patient and the procedure was completed with another wallflex¿ biliary rx stent . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed reportable based on the investigation result that the stent was partially deployed.